Event description:
Difficulty going up stairs [walking difficulty] the injection was extremely painful [injection site joint pain] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection. [Joint range of motion decreased] skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [open wound] skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [skin thinness] knee is hot [localized feeling of warmth] flu [flu] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection [joint stiffness] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection/her knee was bulging on the top part and had all of the above and below of the advert [injection site joint swelling] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site joint redness] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site rash] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site bruising]. Case narrative: initial information received on 04-mar-2025 regarding an unsolicited valid serious case received from a patient. This case involves a 67 year old female patient who experienced swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection; her knee was bulging on the top part and had all of the above and below of the advert, difficulty going up stairs, the injection was extremely painful, with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful, flu, skin on her knee was "thin" and a wound opened, even a band-aid tore her skin, hitting it on a soft chair pad did same, knee was hot after being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included patient had six hand surgeries and a cervical fusion as well. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing autoimmune disorder, psoriatic arthropathy, would make her fingers bleed, back of knee had a baker's cyst was treated time and time again with steroids and osteoarthritis started in 2010. The patient said she was not allergic to chicken nor eggs but was allergic to feathers. On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection in the left knee, (strength: 48mg/6ml) (dosage, route and indication: unknown) for once. On the same day, patient had an adverse reaction to the injection, which was administered to her left knee, the injection was extremely painful (injection site joint pain) and she took wheelchair out of there. On the unknown date of 2024, patient had swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection (injection site joint swelling) (joint stiffness) (joint range of motion decreased). She was in pain for quite some time and on (B)(6) 2024 she had the corticosteroid injection to knee. On (B)(6) 2024, patient had injection of triamcinolone which relieved the pain after about 3 weeks. She stated she had constant pain. On the unknown date, she had flu (influenza). She used thigh high hose and knee brace and had difficulty going up stairs (gait disturbance). She had a biopsy of skin on knee and it only showed sun damage. She stated with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful (injection site rash) (injection site joint erythema) (injection site bruising). She stated her skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same (skin atrophy) (wound) (onset date; latency: unknown). Upon follow up patient said they have been asked by the letter to put in the remainder of the medication that was used and they said they had already contacted another regarding this adverse event. Patient said her doctor was mad with them and refused to treat them just because she had a reaction. Patient said that the box should be sent to the provider and they do not want the brown box. She also mentioned that they did not had the stuff being requested to sent back. Patient reported that she had a scheduled MRI (magnetic resonance imaging) on thursday ((B)(6) 2025), and that the back of her knee had a baker's cyst. Patient said that it had been treated time and time again with steroids. Patient said that their new orthopedic doctor would not give her any injection anymore as her knee was hot (feeling hot) (with unknown onset, latency, batch number and expiry date). Patient also reported that her knee was bulging on the top part, had all of the above and below of the advert and wanted to know what medication would be advisable to use in this situation. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Relevant laboratory test results included: biopsy skin - on an unknown date: [only showed sun damage.] Action taken: not applicable for all the events. Corrective treatment: corticosteroid nos (not otherwise specified), triamcinolone and wheelchair for injection site joint pain; thigh high hose and knee brace for gait disturbance; not reported for rest all the events. Outcome: recovered for joint range of motion decreased, joint stiffness; not recovered for injection site joint swelling and unknown for rest all the events. Seriousness criteria: disability for gait disturbance; disability and intervention required for injection site joint pain. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information was received on 17-mar-2025 from quality department. Ptc results were added. Text amended accordingly. Additional information was received on 01-apr-2025 from the patient. Medical history was added. Additional event of feeling hot was added. Clinical course was updated and text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6)2025: this case involves 67-years -old female patient who had injection site joint pain for which she had steroids as corrective treatment and knee brace for gait disturbance while being treated with synvisc one. The causal role of drug cannot be excluded however, patient's underlying condition of psoriatic arthropathy, autoimmune disorder, bakers's cyst and osteoarthritis could be the major confounding factor for joint pain and gait disturbance. Information on injection technique, route, family history, concomitant medication would further help in the comprehensive assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Difficulty going up stairs [walking difficulty] the injection was extremely painful [injection site joint pain] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection. [Joint range of motion decreased] skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [wound] skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [skin thinness] flu [flu] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection [joint stiffness] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection [injection site joint swelling] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site joint redness] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site rash] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site bruising] case narrative: initial information received on (B)(6)2025 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 67 years old female patient who experienced swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection, difficulty going up stairs, the injection was extremely painful, with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful, flu, skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing autoimmune disorder, psoriatic arthropathy, would make her fingers bleed, baker's cyst and osteoarthritis started in 2010. On (B)(6)2024, the patient started using hylan g-f 20, sodium hyaluronate injection, (strength, dosage, route, indication) for once. On the same day, patient experienced the injection was extremely painful (injection site joint pain) and she took wheelchair out of there. On the unknown date of 2024, patient had swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection (injection site joint swelling) (joint stiffness) (joint range of motion decreased). She was in pain for quite some time and on (B)(6)2024 she had the corticosteroid injection to knee. On (B)(6)2024, patient had injection of triamcinolone which relieved the pain after about 3 weeks. She stated she had constant pain. On the unknown date, she had flu (influenza). She used thigh high hose and knee brace and had difficulty going up stairs (gait disturbance). She had a biopsy of skin on knee and it only showed sun damage. She stated with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful (injection site rash) (injection site joint erythema) (injection site bruising). She stated her skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same (skin atrophy) (wound) (onset date; latency: unknown). Batch number of hylan g-f 20, sodium hyaluronate at the time of event was unknown. Relevant laboratory test results included: biopsy skin - on an unknown date: [only showed sun damage.] Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Corrective treatment: corticosteroid nos, triamcinolone and wheelchair for injection site joint pain; thigh high hose and knee brace for gait disturbance; not reported for rest all the events. Outcome: recovered/resolved for injection site joint swelling, joint range of motion decreased, joint stiffness; unknown for rest all the events. Seriousness criteria: disability for gait disturbance; disability and intervention required for injection site joint pain.

Event description:
Patient still cannot walk/had difficulty going up stairs/had to be wheeled out/still cannot walk or function [walking difficulty] the injection was extremely painful/still having pain/were very much in pain and they had to be wheeled out [injection site joint pain] cannot function/still cannot bend their knee [joint range of motion decreased] skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [open wound] skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [skin thinness] knee is hot [localized feeling of warmth] previously had baker's cyst before getting synvisc-one but it could be that it flared up again after having the injection, it came back bigger and harder [baker's cyst] ([condition aggravated]) flu [flu] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection [joint stiffness] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection/her knee was bulging on the top part and had all of the above and below of the advert [injection site joint swelling] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site joint redness] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site rash] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful/was still bruising, had a big bruise, now a small bruise that formed above it [injection site bruising] case narrative: initial information received on 04-mar-2025 regarding an unsolicited valid serious case received from a patient. This case involves a 67 years old female patient who experienced swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection; her knee was bulging on the top part and had all of the above and below of the advert, the injection was extremely painful/still having pain/were very much in pain and they had to be wheeled out, cannot function/still cannot bend their knee, still cannot walk/had difficulty going up stairs/had to be wheeled out/still cannot walk or function, with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful/was still bruising, had a big bruise, now a small bruise that formed above it, previously had baker's cyst before getting synvisc-one but it could be that it flared up again after having the injection, it came back bigger and harder, flu, skin on her knee was "thin" and a wound opened, even a band-aid tore her skin, hitting it on a soft chair pad did same, knee was hot after being treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included six hand surgeries and a cervical fusion. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing autoimmune disorder, psoriatic arthropathy, would make her fingers bleed, back of knee had a baker's cyst was treated time and time again with steroids and osteoarthritis started in 2010. The patient said she was not allergic to chicken nor eggs but was allergic to feathers. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection in the left knee, (strength: 48mg/6ml) at a dose of 1 df (dosage form) 1x (once) via route unknown for osteoarthritis. First time product used: yes. On the same day, patient had an adverse reaction to the injection, which was administered to her left knee, the injection was extremely painful (injection site joint pain) and she took wheelchair out of there. On the unknown date of 2024 (latency: unknown), patient had swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection (injection site joint swelling) (joint stiffness) (joint range of motion decreased). She was in pain for quite some time and on (B)(6) 2024 she had the corticosteroid injection to knee. On (B)(6) 2024, patient had injection of triamcinolone which relieved the pain after about 3 weeks. She stated she had constant pain (unknown batch number and expiry date for all events). On the unknown date, she had flu (influenza) (latency: unknown). She used thigh high hose and knee brace and had difficulty going up stairs (gait disturbance). She had a biopsy of skin on knee and it only showed sun damage. She stated with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful (injection site rash) (injection site joint erythema) (injection site bruising) (onset date and latency: unknown). She stated her skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same (skin atrophy) (wound) (onset date; latency: unknown) (unknown batch number and expiry date for all events). Upon follow up patient said they were been asked by the letter to put in the remainder of the medication that was used and they said they had already contacted another regarding this adverse event. Patient said her doctor was mad with them and refused to treat them just because she had a reaction. Patient said that the box should be sent to the provider and they do not want the brown box. She also mentioned that they did not had the stuff being requested to sent back. Patient reported that she had a scheduled MRI (magnetic resonance imaging) on thursday ((B)(6) 2025), and that the back of her knee had a baker's cyst. Patient said that it had been treated time and time again with steroids. Patient said that their new orthopedic doctor would not give her any injection anymore as her knee was hot (feeling hot) (with unknown onset, latency, batch number and expiry date). Patient also reported that her knee was bulging on the top part, had all of the above and below of the advert (injection site joint swelling) and wanted to know what medication would be advisable to use in this situation. Patient said that she had an adverse event with synvisc-one and she had received her medical records with details such as the time and date of administration, esr(erythrocyte sedimentation rate), weight of the intraarticular injection and ndc(national drug code) number but it did not said the amount of medication that was injected but the nurse told her that it was higher amount. It showed details of their injection and another injection. Patient said that their doctor who injected them with synvisc-one did not wanted to do anything for them and told them that they could get an MRI by themselves and they could send the result to them. Patient was told by her diabetic doctor who got MRI and x-ray that she had baker's cyst (synovial cyst) (unknown onset date and latency) (batch number and expiry date). Patient said previously she had baker's cyst before getting synvisc-one but it could be that it flared up again after having the injection, it came back bigger and harder (condition aggravated) (unknown onset date and latency) (batch number and expiry date), and doctor wanted to inform her that it her knee pain and bruising might not be directly due to the injection. Patient was shown that she had plenty of space between her knees and there was also lots of free fluids flowing on her knee but they were not sure if it was synvisc-one. No biopsy was done but they did an ultrasound to check if the fluids were leaking. Patient had seen lots of doctors and they were to send their records to a pain doctor and she also had a biopsy form. Patient had an event last night ((B)(6) 2025) and she was told that she might have rheumatoid or psoriatic arthritis but they could not do anything with the patient's knees because there was enough space between her knees and arthroscopy might cause more infection. Patient also stated that she got her injection and was still having pain even when their orthopedic doctor gave her depo medrol instead of triamcinolone. Patient was suffering for about a year and wanted to tell that she was losing and having additional pains but she would get another corticosteroid shot and she would be patient because it sometimes need time before it takes effect. Patient stated that the doctor did not give her full information about synvic-one and after knowing about it, she would not have gotten the injection. Patient was asked if she could eat eggs and chicken but she was allergic to feathers and that was not asked by the doctor. Patient also had an autoimmune disease and that was also not asked. For the patient's aftercare, she was also not told to put ice and that she would need to keep walking around. Patient was also told to put it easy. It was put in the records by a medical assistant that the patient tolerated the product well but the patient said that she did not, she was very much in pain (injection site joint pain) and she had to be wheeled out. Medical assistant had put their records 2 days after the injection because their computer was down and the medical assistant was not even there when the patient had her shot. 2 doctors from their clinic refused to give the patient a corticosteroid shot. Patient mentioned that she had a friend who had synvisc one with the same doctor and upon talking to each other, the other patient also did not tolerate the product well. Patient said she warned the other patient about the side effects that they might have with the product but the other patient still got their shot after 2 months that patient had hers. Other patient was also not informed much about the medication and the other patient might have knee replacements. It was not known if the other patient received the shot on both knees but both their knees had an issue although the other patient did not had baker's cyst. Patient wanted to get to the doctors to inform the patient maybe there should be a form that needs to be signed before the patient have their injections to make sure that they have understood the risks and possible side effects of the product. There was nothing in the literature that talked about having baker's cyst and having an autoimmune disease. Patient stated that since her doctor already had 2 patients with an issue because of insufficient information, company should have not allowed the doctor to give synvisc one anymore. Patient had been wearing compression stockings up to their knees to reduce swelling (injection site joint swelling). Patient still could not bend her knee (joint range of motion decreased) and was still bruising (injection site bruising). Patient said that she had a big bruise but she had been putting a medication and it subsided but there was now a small bruise that formed above it (injection site bruising). Patient still could not walk or function (gait disturbance) and she had to cancel a foot surgery last january (year not specified) due to her knees. Patient's dermatologist ruled out vasculitis for the swelling. Her previous doctor would be sending their medical records to another doctor. She said that her previous doctor was a sports doctor who refused to see anybody unless their bone was out. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Relevant laboratory test results included: biopsy skin - on an unknown date: [only showed sun damage.] Action taken: not applicable for all the events. Corrective treatment: methylprednisolone acetate (depo medrol), triamcinolone and wheelchair for injection site joint pain; wheelchair, thigh high hose and knee brace for gait disturbance; compression stockings for injection site joint swelling, unspecified medication for injection site bruising, not reported for rest all the events. Outcome: unknown for wound, skin atrophy, feeling hot, synovial cyst, influenza, injection site rash and injection site joint erythema; recovered in 2024 for joint stiffness, not recovered for rest all events. Seriousness criteria: disability and intervention required for gait disturbance and injection site joint pain. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information was received on 17-mar-2025 from quality department. Ptc results were added. Text amended accordingly. Additional information was received on 01-apr-2025 from the patient. Medical history was added. Additional event of feeling hot was added. Clinical course was updated and text amended accordingly. Additional information was received on 08-apr-2025 from the quality department. Ptc completion date was updated. Text amended accordingly. Additional information was received on 16-may-2025 from patient: new event synovial cyst was added. As reported verbatim and event outcome for gait disturbance, injection site joint pain, injection site bruising, joint range of motion decreased, injection site joint swelling was updated. Therapy start date for suspect, dose, indication was added. Treatment drug of corticosteroids nos was updated to depo medrol. Clinical course was updated and text was amended.

Event description:
Difficulty going up stairs [walking difficulty]. The injection was extremely painful [injection site joint pain]. Swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection. [Joint range of motion decreased]. Skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [open wound] . Skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [skin thinness]. Knee is hot [localized feeling of warmth]. Flu [flu]. Swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection [joint stiffness] . Swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection/her knee was bulging on the top part and had all of the above and below of the advert [injection site joint swelling]. With each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site joint redness]. With each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site rash]. With each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site bruising] . Case narrative: initial information received on 04-mar-2025 regarding an unsolicited valid serious case received from a patient. This case involves a 67 years old female patient who experienced swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection; her knee was bulging on the top part and had all of the above and below of the advert, difficulty going up stairs, the injection was extremely painful, with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful, flu, skin on her knee was "thin" and a wound opened, even a band-aid tore her skin, hitting it on a soft chair pad did same, knee was hot after being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included six hand surgeries and a cervical fusion. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing autoimmune disorder, psoriatic arthropathy, would make her fingers bleed, back of knee had a baker's cyst was treated time and time again with steroids and osteoarthritis started in 2010. The patient said she was not allergic to chicken nor eggs but was allergic to feathers. On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection in the left knee, (strength: 48mg/6ml) (dosage, route and indication: unknown) for once. On the same day, patient had an adverse reaction to the injection which was administered to her left knee, the injection was extremely painful (injection site joint pain) and she took wheelchair out of there. On the unknown date of 2024, patient had swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection (injection site joint swelling) (joint stiffness) (joint range of motion decreased). She was in pain for quite some time and on (B)(6) 2024 she had the corticosteroid injection to knee. On (B)(6) 2024, patient had injection of triamcinolone which relieved the pain after about 3 weeks. She stated she had constant pain. On the unknown date, she had flu (influenza). She used thigh high hose and knee brace and had difficulty going up stairs (gait disturbance). She had a biopsy of skin on knee and it only showed sun damage. She stated with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful (injection site rash) (injection site joint erythema) (injection site bruising). She stated her skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same (skin atrophy) (wound) (onset date; latency: unknown). Upon follow up patient said they were been asked by the letter to put in the remainder of the medication that was used and they said they had already contacted another regarding this adverse event. Patient said her doctor was mad with them and refused to treat them just because she had a reaction. Patient said that the box should be sent to the provider and they do not want the brown box. She also mentioned that they did not had the stuff being requested to sent back. Patient reported that she had a scheduled MRI (magnetic resonance imaging) on thursday ((B)(6)2025), and that the back of her knee had a baker's cyst. Patient said that it had been treated time and time again with steroids. Patient said that their new orthopedic doctor would not give her any injection anymore as her knee was hot (feeling hot) (with unknown onset, latency, batch number and expiry date). Patient also reported that her knee was bulging on the top part, had all of the above and below of the advert and wanted to know what medication would be advisable to use in this situation. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Relevant laboratory test results included: biopsy skin - on an unknown date: [only showed sun damage.] Action taken: not applicable for all the events. Corrective treatment: corticosteroid nos (not otherwise specified), triamcinolone and wheelchair for injection site joint pain; thigh high hose and knee brace for gait disturbance; not reported for rest all the events. Outcome: recovered for joint range of motion decreased, joint stiffness; not recovered for injection site joint swelling and unknown for rest all the events. Seriousness criteria: disability for gait disturbance; disability and intervention required for injection site joint pain. A product technical complaint (ptc) was initiated on 04-mar-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on 08-apr-2025 with summarized conclusion as no assessment possible. Additional information was received on 17-mar-2025 from quality department. Ptc results were added. Text amended accordingly. Additional information was received on 01-apr-2025 from the patient. Medical history was added. Additional event of feeling hot was added. Clinical course was updated and text amended accordingly. Additional information was received on 08-apr-2025 from the quality department. Ptc completion date was updated. Text amended accordingly.

Event description:
Difficulty going up stairs [walking difficulty] the injection was extremely painful [injection site joint pain] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection. [Joint range of motion decreased] skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [open wound] skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same [skin thinness] flu [flu] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection [joint stiffness] swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection [injection site joint swelling] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site joint redness] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site rash] with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful [injection site bruising]. Case narrative: initial information received on 04-mar-2025 regarding an unsolicited valid serious case received from a patient. This case involves a 67 years old female patient who experienced swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection, difficulty going up stairs, the injection was extremely painful, with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful, flu, skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same after being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing autoimmune disorder, psoriatic arthropathy, would make her fingers bleed, baker's cyst and osteoarthritis started in 2010. On (B)(6)2024, the patient started using hylan g-f 20, sodium hyaluronate injection, (strength: 48mg/6ml) (dosage, route and indication: unknown) for once. On the same day, patient experienced the injection was extremely painful (injection site joint pain) and she took wheelchair out of there. On the unknown date of 2024, patient had swelling, pain, stiffness, and decreased range of motion for two months after synvisc one injection (injection site joint swelling) (joint stiffness) (joint range of motion decreased). She was in pain for quite some time and on (B)(6)2024 she had the corticosteroid injection to knee. On (B)(6)2024, patient had injection of triamcinolone which relieved the pain after about 3 weeks. She stated she had constant pain. On the unknown date, she had flu (influenza). She used thigh high hose and knee brace and had difficulty going up stairs (gait disturbance). She had a biopsy of skin on knee and it only showed sun damage. She stated with each injection she would get red rashes over her left knee and then it would appear to bruise but the areas were not painful (injection site rash) (injection site joint erythema) (injection site bruising). She stated her skin on her knee was "thin" and a wound opened. Even a band-aid tore her skin and hitting it on a soft chair pad did same (skin atrophy) (wound) (onset date; latency: unknown). Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Relevant laboratory test results included: biopsy skin - on an unknown date: [only showed sun damage.] Corrective treatment: corticosteroid nos (not otherwise specified), triamcinolone and wheelchair for injection site joint pain; thigh high hose and knee brace for gait disturbance; not reported for rest all the events. Outcome: recovered/resolved for injection site joint swelling, joint range of motion decreased, joint stiffness; unknown for rest all the events. Seriousness criteria: disability for gait disturbance; disability and intervention required for injection site joint pain. A product technical complaint (ptc) was initiated on (B)(6)2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6)2025 with summarized conclusion as no assessment possible. Additional information was received on 17-mar-2025 from quality department. Ptc results were added. Text amended accordingly.